Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high, out-of-range shock impedance measurements for a couple of years. In the current year, the impedance measurements have gradually increased from 164 ohms to greater than 200 ohms. There was a note in the patient's chart indicating commanded shocks were delivered in july 2022 with a true impedance value of 96 ohms. However, daily measurements had increased back to 138 ohms at the time. Technical services discussed it was likely calcification over the lead that was causing the increased shock impedance measurements rather than a lead integrity issue. The physician could perform commanded shocks again to re-evaluate the true delivered shock impedance. If the impedance reaches greater than 145 ohms with a commanded shock, the device may trigger a fault code for a shock into an open condition, which would then require the rv lead to be replaced, noting effective therapy cannot be guaranteed with such values. No adverse patient effects were reported. The lead remains implanted and in service. The local sales representative confirmed no interventions were planned at this time and the lead will be addressed at the next device replacement procedure, with one year remaining longevity on the patient's current implantable cardioverter defibrillator (ICD).

Event description:
It was reported that this right ventricular (rv) lead had exhibited high, out-of-range shock impedance measurements for a couple of years. In the current year, the impedance measurements have gradually increased from 164 ohms to greater than 200 ohms. There was a note in the patient's chart indicating commanded shocks were delivered in (B)(6) 2022 with a true impedance value of 96 ohms. However, daily measurements had increased back to 138 ohms at the time. Technical services discussed it was likely calcification over the lead that was causing the increased shock impedance measurements rather than a lead integrity issue. The physician could perform commanded shocks again to re-evaluate the true delivered shock impedance. If the impedance reaches greater than 145 ohms with a commanded shock, the device may trigger a fault code for a shock into an open condition, which would then require the rv lead to be replaced, noting effective therapy cannot be guaranteed with such values. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.